Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.

Event description:
Our vns country rep was contacted by a vns treating physician in (B)(6) reporting that they had a pt presenting with high lead impedance. X-rays were received at the MFR for review. Based on the x-ray review no obvious lead discontinuities were observed in the x-ray portions that could be assessed. However, a lead discontinuity cannot be ruled out in the portions of the x-ray that could not be visualized. The pt's vns was programmed to zero output current. Surgery is planned. Good faith attempts are underway for further details about the reported event.